Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges onto the pump. Reportedly, the cartridge was filled with 300 units of insulin, and decreased to 0 units in approximately a day and a half. During another occurrence, the insulin gauge decreased to 105 units. There was no impact to the customer's blood glucose level, and was reported to be in "target range". Reportedly, the customer reloaded the cartridge successfully and receive and accurate fill estimate.